Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse found evidence of a leakage in the incubation ring. The cse replaced pinch valves, various tubing, and the base nozzle. The cse ran the tni-ultra method in replicates of ten which resulted in good precision. The cause of the discordant, falsely elevated tni-ultra result is unknown. As per the "tni-ultra advia centaur, advia centaur xp, and advia centaur xpt systems" instructions for use, the customer is instructed to: "always analyze tni-ultra results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni-ultra at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni-ultra result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni-ultra results in aiding the diagnosis of mi." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), and the patient was treated. The patient presented with chest pain, and received immediate thrombolytic treatment for acute coronary syndrome. The sample was repeated on the same instrument, an alternate advia centaur, and an alternate platform, all resulting lower. The customer reported to the ambulatory emergency care personnel that the result was incorrect. An additional, discordant, falsely elevated tni-ultra result was obtained on a patient sample on the same instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia centaur instrument, resulting lower. The repeat result was reported to the physician(s). The result was also confirmed with repeat testing on an alternate platform. There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.